Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device (10/213): the distributor went and evaluated the iabp unit, to fix the issue they replaced a set of new batteries and ran the battery function test which came back with normal results. Also, reset the battery replacement date, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The full event site name is (B)(6) hospital.

Event description:
It was reported that during a routine inspection the cs100 intra-aortic balloon pump (iabp) had an abnormal battery storage. There was no patient involvement, and no adverse event reported.